Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9503044. B3: estimated date.

Event description:
According to the available information, following the operation, the patient complained of pain and continued to complain of pain during the first urination. Then around 1:30-2 p.m., during the second urination, he rejected the rigid ptfe coated guide, which was approximately 27 cm long. Patient had pain on his penis and when urinated had hematuria on first micturition then pinkish urine and found a guide about 20cm long which had come out of his penis slightly. Patient experienced mild pain and had taken a painkiller the day after.

Event description:
According to the available information, following the operation, the patient complained of pain and continued to complain of pain during the first urination. Then around 1:30-2 p.m., during the second urination, he rejected the rigid ptfe coated guide, which was approximately 27 cm long. Patient had pain on his penis and when urinated had hematuria on first micturition then pinkish urine and found a guide about 20cm long which had come out of his penis slightly. Patient experienced mild pain and had taken a painkiller the day after.

Manufacturer narrative:
On 09th july, we received one used sample. After disinfection, we noticed that the received sample didn't visually correspond to the guide wire in the mentioned kit reference (B)(4). The guide wire item number sq224190 packaged in these kits being of a green of colour and of 0.89mm and the received sample was of black colour and after measurement on a zumbach odac34xy the diameter of the sample was at 0.85mm which does not correspond to the specification of our guidewire. Upon the above findings we can confidently conclude that this devices wasn't manufactured by coloplast.